Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the keypad buttons were sticking and needed to be pressed multiple times in order to elicit a response. There was no indication of an adverse event. The original complaint was alleged under pump serial number (B)(4). The pump was returned and evaluated by product analysis on (B)(4) 2014. No defects were found with the pump and the buttons were found to be responding properly. At this time the allegation was ruled out, as there was no indication of a pump malfunction. Subsequently on (B)(6) 2014, the reporter updated their allegation, indicating it should actually be against serial number (B)(4) . On (B)(4) 2014 product analysis was completed on the corrected pump. The product analysis confirmed that all of the keypad buttons were intermittently responding. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings. The keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the event the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.